Manufacturer narrative:
The insulin pump passed displacement test and active current test. Device failed sleep current test. High sleep current isolated to electronic board. Power error due to j6 connector resistance issue. Low battery alert less than 1 week not confirmed.

Event description:
The customer reported that the batteries are lasting very long. The customer¿s blood glucose level was unknown. The customer reported that the got a low battery alarm and the battery did not last more than one week. Troubleshooting was performed. The insulin pump will be returned for analysis.